Event description:
A malfunction alarm with code malf 9 was reported, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, and helped them perform the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump but to call back if the issue reoccurred.